Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160 serial: (B)(4). Batch: 375622.

Event description:
It was reported that the patient had experienced stimulation in unwanted areas due to lead migration which was confirmed via xray despite reprogramming done. It was also noted that the patient experienced discomfort and pain. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well postoperatively. The explanted devices were not returned.